Event description:
The customer went to the hospital based on a blood glucose results of 28 mg/dl at approximately 4:30pm. The customer stated they were feeling low and was given peanut butter, juice and a coke. At the hospital the customers blood glucose was 29mg/dl at 6:30pm. The customer was given food. The customer stated the next day, they went back to the hospital after received a result of 588mg/dl at 1am. Their family member dosed 20cc insulin and two hours later at the hospital the result was normal. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.